Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user has stopped hearing with the device in (B)(6) 2021.

Event description:
The parents reported that the recipient has stopped hearing with the device in (B)(6) 2021. Re-implantation is considered; however, a date has not been scheduled so far.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.